Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one month post implant that the right ventricular (rv) lead exhibited high thresholds. Trace pericardial effusion was observed on echocardiogram and there was diaphragmatic stimulation and microperforation noted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.